Manufacturer narrative:
H10: the device was received for evaluation without a cap on the dark blue connector and the white twist clamp were in the open position. A visual inspection was performed with the naked eye and magnification with no issues noted; there was no particulate matter present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a foreign matter. This was observed during patient use of the device for peritoneal dialysis therapy. It was further reported that when pushed with a syringe, "the foreign matter was expelled after a hard push". There was no patient injury or medical intervention associated with this event. No additional information is available.